Event description:
Caller reported encountering alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Frequent occlusion issues were noted, so additional follow-up was requested by cts.